Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that that after use, "hematoma, pt went to ER and had to have an embolization of an epigastric artery the hospital reported". No product defect was reported.